Manufacturer narrative:
On november 2, 2023, the mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, date of explant has been updated to (B)(6) 2023. On november 3, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. During visual analysis of the returned sample sm hps dv 380cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a crease/fold within a tear on the posterior view measuring approximately 0.2 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. D6b explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old female patient underwent primary breast augmentation with 380cc mentor smooth round high profile on both sides and experienced right side deflation and left side capsular contracture; baker grade iii postoperatively. As a result, the patient is scheduled for bilateral replacement surgery on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 13, 2023, mentor became aware that the replacement devices used on october 6, 2023 were: right: catalog number: smhb435; serial number: (B)(6). Left: catalog number: smhb435; serial number: (B)(6). This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).